Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) via a manufacturer¿s representative (rep). The rep reported that the patient presented in the emergency department (ed) with pain and also reported her ins was ¿shocking her¿ causing discomfort. The rep reported that the patient couldn¿t get the ins to turn off. The rep reported that the patient was unsure the appropriate buttons to push to turn off her unit. The rep was unable to confirm if the patient had any falls. The rep noted that while on the phone with the nurse, they heard that the patient had a bad cough and the rep was merely speculating that may have led to the issue of it seeming too strong/shocking. This was not confirmed. The rep reported that the nurse was ¿unable to turn off the device but that the unit inexplicably turned off on its own.¿ the rep walked the nurse through how to turn off the unit. They were confused about which button was which and the rep did confirm that the unit was turned off and down to zero when they did the walk through. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that 2 months ago, the patient was sleeping in bed and started seizing from the waist down. The rep reported that the patient went to the emergency room (ER) and they turned off her therapy and it went away. The rep noted that the patient hadn¿t been using the therapy since. The rep reported that impedances values were 1,100 ¿ 1 ,400 ohms. The rep reported that the patient had fallen to her hands and knees but nothing that correlated to this event. The rep also reported that when the therapy was on, the patient got good coverage. No further complications were reported.